Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution and the customer was sent a new multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.